Event description:
Related manufacturer reference number: 3006705815-2022-00281. It was reported that the patient's leads migrated after the patient experienced a fall. The issue was confirmed via x-rays. Surgical intervention may occur to revise the leads to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the lead was explanted and replaced to address the issue.